Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient condition was unknown. Further information was requested, but not yet available.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. Visual, mechanical, and electrical analysis were normal with no anomalies found. Assessment of total projected longevity was performed, and the implant duration exceeds 75% of total projected longevity indicating normal battery depletion. Analysis of session records indicated rate responsive feature was enabled during implant period. When automatic settings are programmed, such as rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device.

Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.